Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump had a failed pcb, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was alarming no flow in when it should have alarmed load set. The initial reporter also stated that this occurred during testing and did not affect a patient. (B)(4).